Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicating the case was completed without harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing the irrigation shutting off while in the patient's eye during a procedure. Additional information has been requested, but none received to date.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).